Manufacturer narrative:
The meter was returned and investigated with returned test strips. The returned meter powered on with test strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that "a week ago" he reportedly suffered a loss of consciousness and was "unresponsive". A family member contacted the paramedics and upon arrival of the paramedics the customer was treated with "d5" (dextrose) via intravenous infusion. No diabetic diagnosis or additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.